Event description:
It was reported that the user alleges the strength of the spring wire guide (swg) is "different" stating that it seems "very lean and floppy" and frequently gets kinked and breaks during insertion. The user also alleges this occurred in two different incidents where the swg broke off during the procedure and had to be surgically removed. There is no report submitted to verify this alleged statement.

Manufacturer narrative:
Sample will not be returned for evaluation.